Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 10 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation as the patient was unwilling to provide further information when attempted by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2016. The patient manages his diabetes with metformin and insulin and it is unknown if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient did not specify if they developed any symptoms as a result of the issue, however the patient reported that on (B)(6) 2016 he visited an emergency room (ER) where he had his blood glucose measured on an ER meter, which gave a result of "344mg/dl" and that he received treatment, but could not specify treatment received. At the time of troubleshooting, the cca noted that there was no apparent misuse of the meter; however the patient had followed the incorrect testing procedure. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged meter issue occurred.